Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.16"" offset at the tips. The grips were not found to have cracking damage. There is no material missing. Additionally, the molded insulator was observed to be completely detached from the front grip base and partially detached for the back grip base. Components adjacent to the dislodged molded insulator do not show damage. The instrument was also found to have a detached intact jaw from the grip base. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during central processing, the force bipolar instrument jaw was broken. There was no report of patient involvement or patient injury.